Manufacturer narrative:
Date of event: date estimated. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article with translation, acute complications of percutaneous mitral valve repair with mitraclip.

Event description:
This is filed to report hemorrhage. It was reported through a research article identifying mitraclip devices that were related to the following outcomes: puncture site bleeding possibly caused by a steerable guide catheter (sgc). Specific patient information is documented as unknown. Details are listed in the article, titled, "acute complications of percutaneous mitral valve repair with mitraclip". No additional information was provided.

Manufacturer narrative:
The UDI is partial because the lot number was not provided. The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the lot information regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported hemorrhage. Hemorrhage is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.na.